Event description:
Physician utilizing the hand held and operated suction irrigator/coagulator when holding forcep attached to a separate cord burned a hole through drapes and into pt's cheek. Equipment removed and checked by biomed; a plastic surgeon called for consult. Burn washed with h2o and 1% silver sulfadiazine applied to area.